Manufacturer narrative:
Method: device not returned, follow up with company representative.

Event description:
It was reported that a pt underwent a kyphoplasty procedure. After the end of the procedure, an extra vertebral cement leakage appeared in the pedicles. Twenty minutes after the end of the injection of cement into the pt, the surgeon observed the unused cement was not hard and seemed to be very granular. Post procedure, an additional picture of the surgical site was taken and some migration of the cement in the pedicles was noticed. Reportedly, the pt was "very happy with the kyphoplasty procedure." No additional info was reported.